Manufacturer narrative:
System UDI # received and updated accordingly.

Manufacturer narrative:
Device manufacture date updated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. The fasteners was returned to the manufacturer for analysis. Analysis found that the screws were loose. The screws were stripped at the tip. Analysis found that the reported event was related to physical damage. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The two screws were replaced. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that during installation, some of the panel screws were stripped. There was no patient present when this issue was identified.